Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that surgical intervention may occur later to address an unknown issue. No further information is known at this time.